Manufacturer narrative:
This report is submitted august 25, 2020. Attachment: [173934 device analysis report v2 reg.pdf]

Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the surgeon, the device was incorrectly placed at the time of the initial implantation. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.